Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx) artery. A 38x3.0mm promus premier¿ drug-eluting stent was selected for use and advanced; however, it was difficult to deliver the device to the lesion due to calcification in the proximal end of the lcx. The device was removed and the physician noted that the stent was lifted. The procedure was completed with another of the same device with the aid of a guideliner. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the mid-section of the crimped stent were damaged and lifted upwards from the stent profile. Based on the type of damage evident, this type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx) artery. A 38x3.0mm promus premier¿ drug-eluting stent was selected for use and advanced; however, it was difficult to deliver the device to the lesion due to calcification in the proximal end of the lcx. The device was removed and the physician noted that the stent was lifted. The procedure was completed with another of the same device with the aid of a guideliner. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).